Event description:
The lay user/pt called lifescan (lfs) in 2006, and alleged that she had not received the replacement meter that she was expecting a week ago. The med affairs spec. Spoke to the pt on the following day, and obtained and verified the following info. The pt originally called lifescan one week rior, because she had dropped her one touch ultra meter that same day and the display cracked. The pt was advised that she would receive a replacement meter on approx in 1 week, after her initial call. The pt had not received the order in over a week of her initial call. The pt takes lantus 28 units before bed and humalog on a sliding scale, according to her meter result and carbohydrate intake. She was guessing at the amount of insulin to take since her call. In 2006, the pt took her humalog, while at a restaurant; she does not recall the amount that she took. She began to feel "hypoglycemic" so she drank 16 oz of orange juice with sugar. The pt did not provide specific symptoms. The paramedics were called and they tested the pt's blood glucose; the result was 66 mg/dl. The pt was taken to the hosp, where she was given an IV and released when her blood glucose was stable. The pt called lfs, when she arrived home to report that she had not received her replacement meter. This complaint is being reported, as the pt was unable to obtain an actionable result as she did not have a meter to test and she subsequently suffered a hypoglycemic event. A replacement meter has been sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.